Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (fracture of the entire vestibular wall during attempted implant insertion), inadequate bone quality/quantity, mobility